Manufacturer narrative:
H11: the device was evaluated on-site by a baxter qualified technician. The device was visibly inspected and found original parts and non-original foam with medium pressure in the calf region.it is suggestive that the results are related to the type of piece used, it was verified that there was a medium pressure and a much higher pressure in the calf area in non-original pieces and non-original padding in relation to the boots and padding with original pieces. The instructions for use (IFU) state to inspect the product for any visible damage and not to use the device if the product shows visible damage. Additionally, the IFU states to access the patient for any pre-existing conditions that might contraindicate the use of leg positioning devices. In the lithotomy position, the patient begins supine, and the legs are lifted into low-padded stirrups. The IFU instructs the user that positioning should be performed by two staff members. The IFU outlines the proper patient positioning guidelines including when using low lithotomy, "take care not to hyperextend the leg while achieving desired abduction, and when using medium or high lithotomy, use minimal initial leg flexion and abduction as both will increase as legs are raised." The IFU also recommends that "whenever practical, a patient should be placed in the stirrups prior to anesthesia", an alert patient can communicate normal range of motion limitations and to some extent, the patient's opposing muscles will guard against abnormal joint placement and stretching. Surgical positioning injury is a side effect/complication in an intraoperative setting, which is commonly attributed to improper patient positioning and prolonged surgery times. During extended surgical procedures, it is common practice and a preventive measure to check the patient's position, ensuring that there is no undue pressure or obstruction of vascular supply to any body part, which includes allowing the patient's body to rest from an extended, awkward position. The potential hazards to the patient in the lithotomy position are skin breakdown, nerve damage, musculoskeletal injury (improper raising and lowering of the legs), and circulatory compromise. The reported condition was verified. The cause of the condition could not be determined at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient was put in yellowfin stirrups for positioning during a procedure, and following the procedure, the patient presented with ¿compartment syndrome.¿ the patient was undergoing endometriosis surgery wherein the patient was positioned in lithotomy position. Forty five minutes into the procedure, ¿one of the leggings failed¿; requiring it to be replaced. The surgery continued uneventfully for 7 hours and 30 minutes where the patient remained in the same position. Patient was sent to the anesthetic recovery room and, later, to a general medical unit. The following morning, the patient presented with ¿urinary retention and complained of pain in the right lower limb, with difficulty in walking.¿ laboratory tests were performed, and urgent doppler ultrasound was requested. The examination did not show a deep vein thrombosis (dvt); however, there was a significant increase in the muscle groups of the right leg. In addition, a critical elevation of creatine phosphokinase (cpk) test was noted, indicating compartment syndrome. The patient underwent an emergency fasciotomy and was transferred to the intensive care unit (ICU). Four days after the initial event onset, the patient underwent a new surgical intervention to clean the surgical wound in the right lower limb (mid) and change the dressing. The patient recovered with good pain control and reversal of rhabdomyolysis. The patient was discharged the following day. Two days later the patient had to undergo a third surgical approach of cleaning and placement of a vacuum dressing due to an increase in local exudation. Three days later the patient remained hospitalized, presenting worsening pain and edema in right lower limb. At the time of this report, the patient remained inpatient the hospital with ¿improved pain control.¿ the instructions for use (IFU) state to inspect the product for any visible damage and not to use the device if the product shows visible damage. Additionally, the IFU states to access the patient for any pre-existing conditions that might contraindicate the use of leg positioning devices. In the lithotomy position, the patient begins supine, and the legs are lifted into low-padded stirrups. The IFU instructs the user that positioning should be performed by two staff members. The IFU outlines the proper patient positioning guidelines including when using low lithotomy, "take care not to hyperextend the leg while achieving desired abduction, and when using medium or high lithotomy, use minimal initial leg flexion and abduction as both will increase as legs are raised." The IFU also recommends that "whenever practical, a patient should be placed in the stirrups prior to anesthesia", an alert patient can communicate normal range of motion limitations and to some extent, the patient's opposing muscles will guard against abnormal joint placement and stretching. No further information was available at the time of this report.